Event description:
The customer reported that there were no images found in the memory. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not reproduce the problem. The system operates as intended.